Event description:
A customer reported to baxter (B)(4) that a crack was found on the minicap after it was twisted onto the transfer set. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for a damaged minicap was confirmed during the sample evaluation, and a root cause was determined to be a manufacturing issue. A crack was found on the minicap, and during the leaking test a leak was noticed where the minicap was cracked. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.